Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had intermittent audio output. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and booting was performed and passed. Receiver functional test was performed and passed. G5 global communication tool tone at medium test was performed and passed. Manual functional "try it" tests were performed and passed. Open receiver case for internal visual inspection was performed and passed. Speaker resistance measurement was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.